Manufacturer narrative:
The patient identifier was not included as no patient information could be obtained from the dentist. Replacement product was provided as it was unknown how long testing by manufacturer would take. No remedial action has been taken.

Event description:
(B)(4).